Event description:
Event description guidant received information that this device was part of legal action and the patient passed away. Guidant has no specific information as to the device involvement in the patients death. Patient had to be revived three times. She died three months after implant.